Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the product misfired. There were no patient consequences. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Additional information requested: were malformed clips present after the firing? Which firing of the device did this event occur on? What vessel or structure was the device fired on at the time of the event? Was the clip fully advanced into the jaws prior to firing? Was there any torquing or twisting of the device present at the time of firing? Was any unexpected resistance felt while firing the trigger? Were any unexpected noises heard? If so, when? Did anything unexpected happen prior to this incident? Was the device fired after this incident in or out of the patient? The analysis results found that the device was returned in good visual condition and with one malformed clip in a bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.